Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested, and this right ventricular (rv) lead exhibited non-physiologic noise and oversensing on the shock channel. It was noted that impedance trends were normal. In addition, there was a flat pace/sense egm that did not see the r-waves again, based on the shock channel. Lead fracture was suspected, and technical services (ts) recommended further testing in clinic. Additional information received indicated that no imaging was performed. The physician extended the ventricular fibrillation (vf) detection time to minimize the risk of inappropriate shock delivery. It was noted that the battery had approximately 1.5 years remaining, and lead revision would likely take place later during the device changeout procedure. The patient is not pacemaker dependent. Isometrics were performed with no reproduction of the lead noise. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested, and this right ventricular (rv) lead exhibited non-physiologic noise and oversensing on the shock channel. It was noted that impedance trends were normal. In addition, there was a flat pace/sense egm that did not see the r-waves again, based on the shock channel. Lead fracture was suspected, and technical services (ts) recommended further testing in clinic. Additional information received indicated that no imaging was performed. The physician extended the ventricular fibrillation (vf) detection time to minimize the risk of inappropriate shock delivery. It was noted that the battery had approximately 1.5 years remaining, and lead revision would likely take place later during the device changeout procedure. The patient is not pacemaker dependent. Isometrics were performed with no reproduction of the lead noise. This lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced during the battery replacement procedure where the pacemaker was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead fracture was confirmed and located near the suture sleeve. This rv lead will not be returned for analysis as it was retained by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested, and this right ventricular (rv) lead exhibited non-physiologic noise and oversensing on the shock channel. It was noted that impedance trends were normal. In addition, there was a flat pace/sense egm that did not see the r-waves again, based on the shock channel. Lead fracture was suspected, and technical services (ts) recommended further testing in clinic. Additional information received indicated that no imaging was performed. The physician extended the ventricular fibrillation (vf) detection time to minimize the risk of inappropriate shock delivery. It was noted that the battery had approximately 1.5 years remaining, and lead revision would likely take place later during the device changeout procedure. The patient is not pacemaker dependent. Isometrics were performed with no reproduction of the lead noise. This lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced during the battery replacement procedure where the pacemaker was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.